Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 21sep2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported lighting failure was caused by a faulty front panel led, and the reported gas failure was a result of a defective connector unit. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that high flow insufflation unit exhibited the light-emitting diode indicators were dark and the gas- connector unit had leakage. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.